Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated their insulin pump had failed battery test. Customer cannot recall their blood glucose reading. Troubleshooting was not performed. Customer was advised to use new aaa battery. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.